Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: right-mentor siltex round moderate profile, 375cc saline, catalog number 3542660, serial number (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile, 375cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the doctor. As a result patient had the device removed and replaced with another mentor silicone implant on (B)(6) 2019.

Manufacturer narrative:
Device received on 8/29/2019. Device evaluation completed on 9/18/2019: during evaluation of the sample it was observed to be intact. Leak testing was performed and it revealed a tear in the posterior view, measuring approximately 0.3 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).